Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra coil 400. During preparation for the procedure, the physician was unable to remove the penumbra coil 400 from its packaging due to the sheath being stuck. The penumbra coil 400 was not used in the procedure.

Manufacturer narrative:
Result: there is no visible damage to the penumbra coil 400. The coil introducer sheath was cut distal of the friction lock at the proximal end. Once the friction lock was cut away, the sheath moved freely over the distal end of the pusher assembly and coil without issue. The proximal end of the introducer sheath with the fiction lock attached was not able to be moved over the mid-joint of the pusher assembly. The penumbra coil 400 introducer sheath was nonfunctional. Conclusion: the complaint has been evaluated. The complaint indicates that the sheath was stuck in the package and could not be removed from the coil. Evaluation of the returned product confirmed that the penumbra coil 400 introducer sheath could not be removed from the coil. It appears that there was an issue with the friction lock on the proximal end of the coil introducer sheath. This friction lock prevented the coil from being delivered. The penumbra coil 400 devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.